Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 300 cc gel catalog #3507300bc lot #262279 (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction with mentor memorygel breast implant 300 cc gel breast prostheses. Bilateral rupture and capsular contracture on the right breast were determined. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 300 cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The device contained cloudy gel. Gel was observed on the shell surface. Upon receipt a crease was observed on the anterior and extending to posterior aspect. A rent was also observed at the end of the crease on the posterior aspect and within an area of shell abrasion, measuring approximately 1.2 cm. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that rent and crease are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 262279 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).